Manufacturer narrative:
The penumbra system ace 68 reperfusion catheter (ace 68) was fractured approximately 96.5 cm from the hub. Evaluation of the returned device revealed that the ace 68 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the ace 68 is forcefully handled at extreme angles during removal from the packaging, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was broken in two parts at the mid-shaft upon removal from the packaging hoop. The damaged ace 68 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 68.